Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('heavy bleeding with large clots') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxious mood, bulimia, knee pain, effusion, arthrosis, synovitis, anemia, difficulty sleeping, cramp in lower abdomen, abdominal pain, left lower quadrant pain, nausea, vomiting, urticaria localised, migraine, headache, hemorrhagic cyst, uterine bleeding, genital bleeding, knee injury and dysmenorrhea. Concurrent conditions included dizziness, difficulty breathing, chest pain, diffuse pain, burning sensation and vaginal bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding / heavy periods"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("leg pains"), abdominal pain lower ("cramping"), vaginal discharge ("constant discharge"), dysmenorrhoea ("dysmenorrhoea"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache") and vaginal haemorrhage ("multiple episodes of vaginal bleeding"). The patient was treated with surgery (removal of essure coils in jun-2015). Essure was removed in june 2015. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, back pain, dyspareunia, alopecia, genital haemorrhage, pain in extremity, abdominal pain lower and vaginal discharge outcome was unknown and the menorrhagia, dysmenorrhoea, fatigue, migraine, headache and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic discomfort, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: after essure placement, there was noted to be 2 coils outside of the right tubal ostia. The left tubal ostia were similarly visualized and the essure coil device was easily placed with 3 trailing coils at the end of the left tubal ostia placement. Essure removal date provided as (B)(6) 2015 (pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: the etiology of the patient's left lower quadrant pain is not identified on this noncontrast CT exam. No renal or ureteral calculi. No diverticulitis. Hysterosalpingogram - on (B)(6) 2011: the fallopian tubes are occluded to the passage of contrast material bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: result : negative. Ultrasound abdomen - on (B)(6) 2014: there is sludge within the gallbladder, no shadowing stones are seen, there is no evidence of acute cholecystitis, there is no biliary ductal dilatation. Ultrasound breast - on (B)(6) 2012: a small area of focal asymmetry in the lateral left breast does not have a sonographic correlate and may; on (B)(6) 2016: 1. Probably benign outer right breast asymmetry. This may correspond to a focal island of fibroglandular tissue at the 10:00 position within the right breast. Shortterril mammographic follow-up in 6 months is recommended to document stability, 2. No suspicious mammographic or sonographic findings in the region of burning within the central outer left breast. Continued clinical management recommended. 3. If no change on interval breast exam, recommend follow-up right mammogram in 6 months. The previously identified lower outer left breast focal asymmetry has been stable for over 2 years. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exdude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-nov-2019: upon internal review it was found that case 2017-219874 was duplicate of this case, all source document, reference section and events- "heavy bleeding with large clots, leg pains, constant discharge, cramping" added.pfs received : events- "dysmenorrhoea, fatigue, migraine, headache, multiple episodes of vaginal bleeding" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). The patient was treated with surgery (surgery to remove her essure coils in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort , menorrhagia, abdominal pain, back pain, dyspareunia and alopecia outcome was unknown. The reporter considered pelvic pain, pelvic discomfort , menorrhagia, abdominal pain, back pain, dyspareunia and alopecia to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. This event is anticipated in the reference safety information for essure. Coils were removed approximately 5 years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (surgery to remove essure) other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exdude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. The plaintiff underwent removal of the inserts approximately 5 years after insertion. Pelvic pain, serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic pain may occur during the use of essure. Thus, based on a positive temporal relationship and in the lack of alternative explanations, a causality between this event and the inserts cannot be excluded (related). This case was classified as incident because surgery was required to remove essure. Other non-serious events were reported. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. Further information is expected only through litigation process.